Event description:
The consumer alleges that one of the front legs on the right side had collapsed causing the patient to fall. The leg had allegedly broken off the rollator completely. No serious injury is alleged.

Manufacturer narrative:
The consumers medical condition is stated as having an artificial knee and parkinson's disease. The consumer is a (B)(6) female, (B)(6) who weighs (B)(6). The consumer has been using this device for 13 months.